Event description:
Complainant alleged that during a routine shift check, the device would not charge and displayed message code "status 66". Also, the device's main control switch was found to be loose. The complainant indicated that there was no pt involvement in the reported failure.